Manufacturer narrative:
G4:30nov2020. B4:06dec2020. The customer was with the part ID number for the power cord, air inlet filter, and cooling fan filter. Multiple attempts were made to obtain additional information and on the device's repair/service that has been unsuccessful. If additional information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 02nov2020.

Event description:
It was reported that the ventilator had a power cord problem. Additional information about the event has been requested. There was no patient involvement.